Event description:
It was reported during a lead revision it was discovered that 4 out of the 8 contacts on one electrode appeared to be corroded or that some fluid had entered the extension/connection under the boot. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu unknown lead, product type lead. (B)(4).